Event description:
A heartstart mrx processor pca was received without any allegation of malfunction or parent device associated therewith. Failure analysis tested the component, which booted to a splash screen boot loop. There was no patient involvement. The processor board under test was placed on the fixture, and the fixture turned on with the mrx therapy knob set to monitor. The unit is powered up with splash screen. The device could not boot up. The pca has 1427 date code/ lot code that does not allow reflash and testing cannot continue. That means the software loaded onto the flash memory chips u39 and u40 are corrupted/defective and cannot boot up the device. The reported allegation about the " ib transformation/absorb internal cost for 2020 by modality-matc" is not a pca failure. The unit powered up with splash screen. This processor pca has corrupt flash memory (u39/u40). Data generated by this investigation will be logged for trending analysis. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. This cannot be traced to a parent device based on good faith effort request for additional information. The processor pca has been archived and no further evaluation is warranted at this time.